Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was mentioned the consumer was given anesthesia or the IV medications for infection which was the cause of the allergic reaction, that affected only her mouth. The patient stated her tongue was swollen and she can't keep saliva in her mouth. Patient stated she can't eat anything. Patient stated her tongue was all white. Patient services confirmed there are no signs of allergic reaction on the patient's skin where the device was. Patient stated this has nothing to do with the device and she thinks it was a yeast infection from the antibiotics. Patient stated she contacted her doctor and the doctor told her to take benadryl, which the patient did, and the doctor will call the patient later this afternoon. Patient stated the allergic reaction symptoms started last night and when the patient woke up this morning the inside of her mouth and tongue was all swollen. Patient stated the device was really working well and she has had very little leakage since she got the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.